Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: on investigation, the pump powered on normally and passed all testing, including delivery accuracy testing. No pump defects were found on investigation. Review of the black box data revealed that on (B)(4) 2018 at 09:00 a.m, the pump date was manually changed back a day to (B)(4) 2018, and the time was not change or adjusted afterward. The pump continued to run basal deliveries until insulin reached zero and the pump alarm for replace cartridge on (B)(4) 2018 @ 02:33 a.m. Pump deliveries were not resumed. The pump total daily dose and basal history only appear to be inaccurate on (B)(4) 2018 and (B)(4) 2018 because of the manual date change. The pump was found to be without defect or malfunction. Investigation did not confirm nor duplicate the complaint of inaccurate delivery.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4

Event description:
On (B)(6) 2018 the patient contacted animas alleging they experienced a blood glucose level of 400 mg/dl accompanied with symptoms of dehydration (dizzy, lightheaded), nausea, confusion, and harm to the skin/insertion site. The patient also reported they felt unsteady, and fell four times before ems was dispatched. Reportedly, the patient was hospitalized around 1am in the morning. The hospital allegedly treated the patient with IV glucose and IV insulin. The patient alleged they had a bladder infection during the experienced hyperglycemic event, which may have been a contributing factor or caused the hyperglycemic event. The patient alleged the pump was delivering inaccurately. Troubleshooting conducted by customer technical support and the patient revealed that the pump¿s bolus totals did not match up to a greater than five percent discrepancy. It was also revealed that the pump was displaying the incorrect date. This complaint is being reported because the alleged inaccurate delivery malfunction may have caused or contributed to the patient hyperglycemic event.